Event description:
Patient reported "rupture". Healthcare professional later reported "implant ruptured and leaked". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture and other - medical was received on march 03, 2026 with lot number 1835446. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. ¿other - medical: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture". Healthcare professional later reported "implant ruptured and leaked". This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for the right side. The device has been explanted.